Event description:
A report was received from (B)(6), stating that the device generated an e9 error on port 1. It is known that this event did not occur during surgery. However, it is unknown if there was user or pt injury or medical intervention. The date of the event is unknown. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).